Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back blood glucose tests, within 10 mins, using separate finger sticks. His results were 161, 52 and 171 mg/dl. He did not have any symptoms. He believes the confirmation dot was blue on all three. A control test was in range, 111 (89-133). He said that the test strips had possibly been open since february 1999, since he tests infrequently. He said there is some question of whether or not he is diabetic, and that he had previously consulted with his dr regarding testing. Not on any medication.